Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/21/2016 with the following findings: one unexplained por event is observed on (B)(6) 2016. The battery compartment and cap are undamaged and able to fit securely. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump powers up with an unresponsive keypad, the keypad rubber is undamaged, the keypad was removed, no contamination was found to the key¿s contacts. Unable to verify steps (10-11, 13, 21-22) and to adequately investigate reported ¿power¿ complaint. The pump¿s cover was removed, moisture corrosion was found to the cgm module and to the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.